Event description:
A male patient contacted lifecor customer support to report that the battery charger would not work. Support sent the patient a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger has been completed. The reported problem was reproduced. The charger was defective when evaluated. The connector to the charger base was damaged. The connector was replaced. The battery charger was retested and restocked. The root cause of the defective connector is unknown but is likely random component failure. No adverse event resulted from the damaged battery charger. The patient received a replacement battery charger.